Event description:
The customer reported a motor error alarm and insulin squirting out during the manual prime. The customer stated that the insulin pump will not exit the prime screen. Advised the customer that the insulin pump would be replaced. The reported blood glucose at the time of the call was 101 mg/dl.

Manufacturer narrative:
The insulin pump gave a motor error alarm during the basic occlusion test, and gave other alarms during the prime test due to a loose/protruted drive support disk. The motor passed the motor test. The insulin pump also had a missing end cap sticker.